Manufacturer narrative:
The returned unit was inflated using 25cm h20 and deflated and no defects or restrictions noted. The returned unit was leak tested user water and no leakage detected. The returned sample was inflated / deflated three times and no issues noted. The reported defect could not be detected on the sample. Info has been added to the database for trending purposes.

Event description:
Customer states: prior to use on a pt, a doctor found the evacuation failure of trach cuff and found it got inflated automatically even after deflating it. Customer confirmed no pt involvement.